Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the hospital for elective MRI. The implantable cardioverter defibrillator exhibited backup vvi as the device was programmed to MRI conditional mode and being exposed to body scan. The device was successfully restored. The patient was in good condition and will continue to be monitored.